Event description:
The user facility reported a patient was on an automated impella controller (aic) for mechanical circulatory support. The complainant reported that the aic experienced a controller failure red alarm. No clinical details regarding resolution or patient involvement/condition were provided.

Manufacturer narrative:
The investigation into the controller failure (red alarm) issue has been completed. The automated impella controller (aic) was returned for investigation. Imc logs and rtlog are consistent with the complaint. During the patient support, console alarmed for "air in purge system", purge flow ticks kept the same and purge pressure started to decline. As user acknowledged the alarm, purge wizard, de-airing, was performed and cleared the alarm. However, after the wizard, purge pressure was unable to elevate. The extremely low purge pressure eventually triggered the purge system open alarm. And as the purge was advancing to compensate the low pressure, there has no increment of purge pressure. As the result, console software algorithm regarded the situation as the malfunction of purge pressure sensor and triggered the alarm, controller failure (purge pressure sensor defective). Console was tested with demo pump and purge cassette to simulate the processes had been done prior to the controller failure alarm was triggered. However, the failure mode was not reproduced. Console purge pressure sensor has been tested, but the pressure reading was within the specification. The root cause of the controller failure alarm was unable to determine because the failure mode was unable to reproduce. This report is being filed as part of a retrospective review of historical records.